Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had shorter than expected battery life and moisture was present. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no serious injury associated with the complaint.

Manufacturer narrative:
Follow-up #1: date of submission: 10-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 05-apr-2018 with the following findings: a review of the black box showed no evidence of a short battery life, but there were several call service 177 low battery alarms due to normal battery wear. The battery compartment was cracked from the threads to the case seal on the side. The returned battery cap threads were stripped, and was unable to fit to maintain an electrical connection. The test battery cap was used. The rewind, load, and prime steps were performed successfully. All currents were within specifications. The pump cover was removed to find no intermittent conditions to the power printed circuit board. The short battery life issue was unable to be duplicated during investigation.